Manufacturer narrative:
(B)(4). Date sent: 05/05/2025.b3: only event year known: 2025.d4: batch #unk.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.h4: the device manufacture date is currently not available.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:- did the device lock-out (no staples deployed and no cut line started)?- or, did the device start to deploy staples and cut but could not be completed (partially fire)?- or, did the device fully fire and stop during the automatic knife return?- was there any difficulty opening the device?- if yes, how was the device removed from the patient?- if yes, did the jaws eventually open?is the current patient status known?- was there any patient consequence or change in the post-operative care of the patient as a result of the event?attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.no lot or batch number was provided; therefore, a device history could not be done.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler would not close fully when it was halfway on the bowel. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.